Event description:
Intl affiliate reported that the needle prematurely pulled off the suture during a vascular procedure. No adverse pt consequences were reported.

Manufacturer narrative:
This is one of three medwatch reports being submitted as three separate devices were used. See 2210968-2004-00534 and -00535 for other medwatch. The same pt is represented in each medwatch. Conclusion: returned rep samples of the prod were evaluated for attachment strength and the results exceeded requirements.